Manufacturer narrative:
Root cause: the root cause of this failure was a wire bundle that pressed against the IV pole button.

Manufacturer narrative:
Investigation: the device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. A terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. A wire bundle was found pressing against the ivpole button preventing the IV pole from staying in the up position. The wire bundle was moved to the correct area. Correction: trima field action 28 has been completed per manufacturer's instructions on april22, 2019. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly. Implementation of the addition of a collar for the currently field installed devices will be completed to address this issue. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.